Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic, upon device interrogation, oversensing far p-waves issue and high, out of range, high voltage capture issue was observed on the rv lead. Patient received a notification alert for non-sustained rv oversensing episodes. Oversensing far p-waves detected ventricular fibrillation however inappropriate therapy delivery was prevented due to stable secure sense. Lead measurement variations was noted as well and low, out of range, high voltage lead impedance issue and r-wave amplitude variation was observed as well. Upon chest x-ray review lead dislodgement was confirmed. Patient was stable prior, during and post device interrogation and lead revision was recommended. During another follow up visit, lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.